Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, b5, b6, d1, d4, g5, h4, and h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. H6 patient code(s) and device code: codes added in addition to the previously submitted patient codes. Investigation the investigation was reopened due to additional information provided. The following allegations have been investigated: organ perforation and embedment. The reported allegations have been further investigated based on the information provided to date. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The additional information regarding the alleged organ perforation does not change the previous investigation results. No relevant notes on wo (work order) for neither device lot, nor filter lot(s). No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6)2011 via the right common femoral vein due to dvt (deep vein thrombosis). Patient is alleging tilt, vena cava perforation, organ perforation, embedment, stenosis, caval thrombosis, and deep vein thrombosis. Per a report from CT (computed tomography), "evaluation of the ivc is limited due to overlying bowel gas. The ivc filter could not be visualized. In the infrarenal ivc, is echogenic material in the lumen, suspicious for nonocclusive thrombus."

Event description:
Per a report from venogram dated (B)(6) 2012, "a venogram was performed that showed extensive collateralization around the knee and thigh area with occlusive clots in femoral and [popliteal] segment." "A venogram was performed that showed the clots extended into the common femoral and iliac veins and inferior vena cava. The previously placed filter is also occluded." "We proceeded to perform percutaneous thrombectomy of the left leg and inferior vena cava using the [device] for roughly 200 seconds. A completion venogram showed no improvement due to the chronicity of the clots. We proceeded to perform thrombectomy using [other device]. After several passes with [other device]. Some clots were evacuated. However, a repeat venogram showed minimal improvement. We proceeded to perform thromboplasty with a 12 mm ev3 balloon to both the inferior vena cava and left leg veins. However, no improvement was noted. It was obvious that the clots has become organized and that the only option to reduce clot burden is through anticoagulation. We proceeded to perform a venogram of the right lower extremity. Occlusive clots were found to involve the entire femoral and popliteal segments with significant collateralization seen at the knee and thigh regions. The left superficial femoral vein was selected. A [catheter] was inserted. Another venogram confirmed occlusive clots in the right common femoral and iliac veins. The clots appeared organized and would not be amenable to thrombectomy." Per a report from CT (computed tomography) dated (B)(6) 2018, "lnfrarenal ivc filter in place with collapse/ contraction of the ivc around the filter. The distal ivc is also small in size and there are numerous collateral vessels within the retroperitoneum and along the iliac vessels, which have increased in size and number. Constellation of imaging findings are compatible with chronic infrarenal ivc occlusion." Per a report from CT dated (B)(6) 2018, "some of the filter struts have penetrated through the wall of the ivc into the pericaval/ mesenteric fat." "A filter strut penetrates 3 cm into the l3 vertebra and maybe embedded which may render the filter non removable." "The ivc is stenotic and collapsed around the filter. Above the filter it measures 3 cm in diameter and at the level of the filter it measures 8mm in diameter. See coronal image 49. Varicose veins are seen in the retroperitoneum and in the anterior abdominal wall. The filter is tilted to the left and anterior with its proximal cone lying on the wall of the ivc possibly embedded in it."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and device tilt. The investigation was reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, filter occlusion, thrombosis, inferior vena cava stenosis/collapsed, tilt. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot # are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fluid retention. Unknown if the reported fluid retention is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient is further alleging fluid retention. Certificate of death: causes of death: acute respiratory failure with hypoxia, aspiration pneumonia, metastatic brain cancer.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2011". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.